Event description:
Revision knee surgery due to instability.

Event description:
Revision knee surgery due to instability.

Manufacturer narrative:
An event regarding instability involving a dura duration all poly pat sm was reported. The event was not confirmed. Visual inspection was performed as part of the material analysis report (mar),. The mar indicated "two of the pegs are broken on the returned component. The broken portions of the pegs were not returned. Optical analysis was performed on the device with the aid of a stereomicroscope at magnifications up to 50x. From macro features on the fracture surface, the pegs appear to have been intact while in-vivo and were broken during the revision process most likely from being cut with a tool." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown asymmetric patella - medium. When completed, the evaluation summary will be submitted in a supplemental report.